Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d4, d6b, e1, g1, h4, h6

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole on valve side." The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation and "hole on valve side." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.